Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous vertebroplasty surgery due to primary osteoporosis and compression fracture. Intra-op, ibt (inflation bone tamp) was ruptured. When the ibt was inserted into the vertebral body, the marker was not in a straight line, so it was removed. The balloon had ruptured at the time of removal. It was before turning the handle of the inflation syringe. The same issue occurred on both sides. It was checked outside the patient¿s body that the balloon ruptured and the stylet had popped out. In the opinion of sales rep, the bone has been hard and there was an impression that the surgeon had pushed the ibt in. Curette was not used. Therefore, drilling was performed again, and another product was opened and used. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.